Event description:
After placement of a 2nd sapien xt valve, the patient developed aortic root rupture. Balloon valvuloplasty (bav) was performed with an edwards 23x4 balloon. During deployment, the valve shifted aortic and the operator attempted to adjustment it but it landed 30:70 aortic/ventricular. Tee revealed moderate pvl and leaflet overhang. Post-dilation was performed with +1.5cc (total = 22.5cc), with no improvement in pvl so a second 26mm valve was positioned and deployed ~ 1 cell above the first valve, which resolved the pvl. Shortly thereafter, a moderate-large pericardial effusion was noted on tee, with the bp becoming more labile. The delivery system was removed and protamine was administered. A pericardial window was performed, resolving the effusion. Aortogram showed some contrast leak from the aortic root, just below the left main. Flow to the coronaries was unobstructed. The sheath was removed and the lfa was closed with indwelling proglides. Significant bleeding continued from the pericardial window site. A sternotomy was performed, revealing a probable aortic rupture and floseal was applied. The bleeding slowed after an additional protamine dose and the patient was observed for the next hour. The bp continued to be labile and bleeding continued from the chest, but after another hour, the bleeding slowly reduced. Epicardial pacing wires and drainage tubes placed. The chest was packed and the open sternotomy was covered. Multiple blood products were given during the operative course. The patient left room intubated with a stable blood pressure. One day post procedure the patient had a cardiac arrest and expired; the details of that event are unknown at this time. Per report, during post-procedure debrief, it was speculated that the combination of the post-dilation and second valve placement contributed to the aortic root rupture. By tee, the native annulus measured 21.2x25.4mm with an area of 448mm2. By CT, the annulus measured 19.4x24.3mm with an area of 364mm2. There was moderate native valve calcification and moderate leaflet calcification. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Ventilation was held during valve deployment and there was no loss of pacing capture.

Manufacturer narrative:
(B)(4). This report represents the second deployed valve. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per report, the combination of the post dilation and the second valve placement likely contributed to the aortic root rupture. In addition, based on the CT measurements, the valve may have been oversized. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required. This report is associated with report # 2015691-2015-00308.